Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in outside of clinical use. A philips field service engineer (fse) inspected the system and confirmed that the system was not starting automatically, host pc had to be turn on manually from power button. Review of the system log file showed that the host pc did not bootup. Fse restarted the system. After restarting the system was returned to good working order. Few days later, issue was reoccurred. The philips engineer replaced the host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system does not turn on. The device was in clinical use. No patient harm reported. The host pc didn't turn on. The host pc had to be turned on manually from m-cabinet and after the on/off the system worked normally. Philips has started an investigation of the complaint.